Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient was not transferring from sicu to cat scan. A technical support specialist advised the customer to admitted the patient properly to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a patients was not transferring from sicu to cat scan. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.